Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The device related to this event was discarded. Unable to determine the root cause of the customer's reported failure. (B)(4).

Event description:
During a CT procedure the double lumen injectable tubing was used in an initial attempt for high pressure scan and the hub on the IV tubing blew off. No patient harm was reported.